Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer was loading cartridge on the pump, pump froze up and an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 140-150 mg/dl range.